Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned; functional and dimensional evaluations could not be performed. Visual evaluation of the provided pictures found the carrier was bent and warped near the edges, which could affected functional performance. The reported event and product identification could not be confirmed through visual evaluation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the product was breaking the skin graft and there is an elevation on the smooth side of the carrier. An alternative carrier was used to complete the procedure and an unplanned additional skin graft was taken. There was no further patient impact or delay noted. Due diligence is complete and there is no additional information available.